Manufacturer narrative:
(B)(4).

Event description:
It was reported that during normal device replacement, externalized conductors were observed on the lead. As the lead electrical parameters were stable and in range, the physician decided not to take any action. The lead was connected to the new device. After the device replacement the patient's condition was stable.